Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient developed lung cancer from the device and subsequently died. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. The initial investigation determined the patient's death was not related to the device. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, section b, "outcomes attributed to ae" was inadvertently selected incorrectly as "other". It is corrected on this report. The "outcomes attributed to ae", "death" has been selected. Date of death listed as (B)(6) 2022. In addition, the previously submitted report, section h, "type of reported complaint", was inadvertently selected incorrectly as "other". It is corrected on this report. The "type of reported complaint", "death" has been selected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient developed lung cancer from the device and subsequently died. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. The initial investigation determined the patient's death was not related to the device. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction was made to: box b adverse event/product problem. The correction changed the box from product problem to both. This is due to an error made when creating the report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient developed lung cancer from the device and subsequently died. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. The initial investigation determined the patient's death was not related to the device. A follow-up report will be submitted when the manufacturer's investigation is complete.